Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement that was detected via the patient¿s remote home monitoring system. The patient was brought to the clinic and measured the shock lead impedance with commanded shock and the measurements were within normal range. Boston scientific technical services (ts) reviewed the data and advised to monitor the patient's device. Additional information indicated that the source of low out-of-range shock impedance measurements was not conclusively determined. Normal impedance was noted after the device was checked post alert. The patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement that was detected via the patient¿s remote home monitoring system. The patient recently had a commanded shock for atrial flutter. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. Additional information obtained from the field representative indicated that the cause of low out-of-range shock impedance measurement was not conclusively determined. The physician and field representative suspected that it was due to a breathing machine or the patient had a device that was placed in the neck. The patient will then be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.